Event description:
Country of complaint: (B)(6). Surgical revision (explant) of an enduro knee. The knee is a vega component which had been implanted in 2012. The femur implant was tight; therefore, only the tibia has been explanted.

Manufacturer narrative:
Us agent notified 05/01/2013. The event is under investigation. After first evaluation of the complaint history and background of the event, there are no indications for a serial error or major danger. Final evaluation will be done after investigation. No corrective action is initiated immediately.